Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 6.0x80 mm absolute pro stent was deployed in the superficial femoral artery; however, deployment was difficult. The thumb wheel was very difficult to move due to resistance. The stent was ultimately deployed with a delay in the procedure; however, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned unit. The reported difficulties were unable to be confirmed as the stent was already fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaint reported from this lot. The investigation determined that the reported difficulties appear to be due to operational context of the procedure. Based on the reported information and analysis of the returned unit, it is likely that the distal shaft was kinked or bent in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel and difficulty deploying the stent. The chatter marks noted sporadically throughout the distal shaft further suggest that the shaft was likely subjected to an acute angle in the anatomy causing restriction with the shaft lumens during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.